Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed that the processor cannot be activated. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the cm board (main board), failure of the front panel, the image flickered due to failure of the output connector socket, led (light-emitting diode) was not lit due to failure of the switch unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor's front panel switches were not working. The issue occurred during inspection for use. There were no reports of patient involvement.